Event description:
It was reported that the patient complainted of feeling dizzy when bending over. The lead impedance was noted to be high and a polarity switch had occurred. Stored episodes showed non-physiologic intervals. The physician indicated that there could be a possilbe lead conductor fracture. The lead polarity was changed to bipolar. The lead remains in use and continues to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.